Manufacturer narrative:
Upon evaluation the breakage could be confirmed. The broken off jaw was not returned. The remaining jaw is showing clamp marks outside the clamping area. The area around the breakage looks deformed. The breakage surface has a rough appearance and looks even which indicates a forced fracture. Clamping outside the clamping area can cause high leverage forces on the hinge. The root cause most likely is too high force initiation due to clamping outside the clamping area. No indications for a material or manufacturing related issue were found during the investigation.

Manufacturer narrative:
The device was evaluated by the manufacturer, karl storz in (B)(4). As per the evaluation: upon evaluation the breakage could be confirmed. The broken off jaw was not returned. The remaining jaw is showing clamp marks outside the clamping area. The area around the breakage looks deformed. The breakage surface has a rough appearance and looks, even which indicates a forced fracture. Clamping outside the clamping area can cause high leverage forces on the hinge. The root cause most likely is too high force initiation due to clamping outside the clamping area. No indications for a material or manufacturing related issue were found during the investigation. Warning of overloading the instrument is included in the related IFU. Also, per the IFU, the instrument must be checked before and after every use for damages.

Event description:
Per a vigilance report received from the factory in (B)(4), allegedly, there was an event that occurred at a healthcare facility in (B)(6). During surgery, the distal part of the needle holder fell apart and remained in the patient's body. The medical team was unable to visually locate the part. During the surgery, an x-ray examination was preformed to find the broken part. The medical team decided to finish the operation. It is still unclear if they found the missing part during the xray.